Event description:
The patient was implanted with a left ventricular assist device lvad. It was reported on (B)(6) 2014 by the circulatory support specialist that the patient expired on (B)(6) 2013. The cause of death was reported to be a stroke not related to the pump. The pump was in the morgue for some time. Upon further investigation, the following information regarding the patient history was received from the vad coordinator. The patient was seen in the clinic on (B)(6) 2013 and the patient's driveline had been pulled out substantially to the point where the gore-tex wrap was exposed. There was a lot of purulent drainage at that time and he was no longer taking his antibiotics. He was started back on his antibiotics and was seen back in the clinic a few weeks later with a generalized improvement in the relative amount of drainage. The patient was seen again in the clinic on (B)(6) 2013 and a single blood culture was drawn. This blood culture was positive for gram-positive rods (gpr) and the patient was admitted for IV antibiotics. The patient admitted to generalize weight loss (approximately 10 lbs), headaches, pain over his device, night sweats, and fatigue, all of which had gradually been getting worse over the last month. The patient denied fevers or pump alarms. On (B)(6) 2013, the patient noted to have left wrist numbness, and as the afternoon/evening progressed was noted to have expressive aphasia. A head CT was obtained and demonstrated an acute left temporoparietal intraparenchymal hemorrhage and acute subarachnoid blood products within the right temporoparietal and left parietal sulci. On (B)(6) 2013, the patient was complaining of a headache in the morning and shortly thereafter developed left facial droop and left-sided weakness. The patient was taken for a head CT scan where he had respiratory distress and a code was called. The CT scan showed a large intracranial hemorrhage and the patient went to the operating room for an emergent craniectomy and evacuation. Serial CT scans demonstrated re-accumulation of the bleed and neurosurgery felt there was nothing further to do. The patient's neuro exam suggested the injury was devastating and irreversible. After significant discussion with the family regarding goals of care, the patient was transitioned to comfort care.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.